Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6) batch/lot number: 5007046 model/catalog description: infinion pro lead kit, 16 contacts, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70 serial number: (B)(6). Batch/lot number: 5007513 model/catalog description: infinion pro lead kit, 16 contacts, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 37825204 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site. Symptoms of incisions were not healing properly was noted. The physician was unable to confirmed if the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.